Event description:
During a post-diagnostic procedure, the physician was attempting to implant a 2.5 mm diameter x 30 mm length endeavor sprint rapid exchange (rx) drug-eluting stent. The initial attempt proved unsuccessful and the stent was removed. Pre-dilation was performed for a second time and the physician again tried to implant the same stent, but this attempt was also unsuccessful and the stent was again removed. The lesion was reported to have been severely calcified. The stent was inspected prior to use with no abnormalities noted. During a third attempt to implant the same stent, it was noticed during an angiograph that the stent had sheared off the delivery catheter and was in the left main/proximal left anterior descending artery. Attempts were made to recapture the stent, but these proved to be unsuccessful. The pt was discharged from the hospital without incident and re-admitted after the week-end for re-intervention. This procedure proved to be successful and the stent was successfully implanted ni the left main/proximal left anterior descending artery. Post deployment high pressure poba was utilized. The pt was then discharged from the hospital without incident and is reported to be stable. No clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Results: (stent dislodgement), (severe calcification). Conclusion: (severe calcification).